Event description:
It was reported the patient was told by their doctor that the device should have been replaced 2 years prior to report because it kept turning off. They ¿always¿ had to go back to the doctor to have it turned back on and it was always off when it was checked. They would check and every 3 months it was off because that is when their appointments with their doctor are set for. They did not have the date on when it all began with the device turning on and off. It was ¿all of a sudden¿ and his symptoms would come back.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v279759, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).